Manufacturer narrative:
(B)(4). Estimated date of implant (reported as (B)(6) 2013). There was no reported device malfunction and the device was not returned. The reported patient effect of restenosis is a known potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record review for this product was not performed because the part and/or lot number was not reported and the product was not returned for analysis.

Event description:
It was reported that in (B)(6) 2013 an unspecified 5.5 mm supera stent was implanted in the right popliteal artery. The patient developed claudication in the right calf and in-stent restenosis. Reportedly, the stent chosen for treatment of the target lesion was undersized and should have been a 6.0 or 7.0 mm stent. Recanalization of the stent was done, a filter was placed, an unspecified 3.0 mm balloon catheter was used for dilatation and atherectomy was performed. A 4.0x120 mm non-abbott balloon catheter was used for additional dilatation. The filter was removed and good flow and a good lumen were established. There was no distal embolization and the procedure outcome was acceptable. No additional information was provided.